Manufacturer narrative:
This is 2 of 2 reports. H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient experienced a dissection. It is noted that the adverse event has possibly relationship to the subject catalyst device, thrombectomy procedure, stroke (disease under study) and to an underlying condition. The outcome of the adverse event was resolved with clinical sequalae. No further information is available.

Manufacturer narrative:
Although the DHR (device history review) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: patient vessel dissection. The reported patient vessel dissection is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. This is 2 of 2 reports.

Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient experienced a dissection. It is noted that the adverse event has possibly relationship to the subject catalyst device, thrombectomy procedure, stroke (disease under study) and to an underlying condition. The outcome of the adverse event was resolved with clinical sequalae. No further information is available.